Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report #2183959-2012-00072. On (B)(6) 2008, the pt was implanted with an ams monarc sling to treat stress urinary incontinence. It was reported that, "after experiencing recurrent infections, severe pain, vaginal bleeding, and dyspareunia, on (B)(6) 2009," the pt, "underwent surgery to remove the eroded mesh."